Manufacturer narrative:
G4:16jan2021. B4:08feb2021. D4: UDI#: (B)(4). The customer confirmed the unit was in clinical use, there was no patient harm. The patient was not swapped out. There was no delay of therapy. The field service engineer (fse) replaced the gas delivery system (gds) on warranty. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
The customer reported proximal pressure sensor autozero failure. The remote service technician advised repair for the diagnostic error "pressure sensor autozero." The customer just installed a new gas delivery system (gds) for a flow issue. The technician advised that it comes with a 90 day warranty and to contact parts for a replacement. The unit was not in use, and there was no patient or user harm reported.